Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when impacting anchors or when using starter awl. However, the description received did not allow to understand perfectly if the surgical steps were followed or not, this hypothesis cannot be validated. The cause for the device issue is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause remain undetermined . If additional informations were received that allow to drawn a conclusion for this investigation , this case will be reopened.

Event description:
Roi-a broken cage during anchoring plate insertion. An update was received by the reporter that the starter awl used were size m. Surgery was confirmed to be a two level . No informations received on the patient state of health.

Manufacturer narrative:
This medwatch is submitted to send additional informations. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Update received confirmed that the surgery was two level surgery and reporter communicated that the starter awl used during the surgery was size m . However according to the sales order of the surgery the starter awl used and the anchoring plates invoiced were from differents size. Which may explains the cage breakage. Analysis of this update is in progress . Investigation is in process. Conclusion is not yet available.

Manufacturer narrative:
To date, no information provided regarding anchoring plates. Request was sent to reporter to get more details. Device retained at hospital.

Event description:
Roi-a : broken cage. Cage broke when impacting anchors. No details about this case although attempts were made to request additional information. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Manufacturer narrative:
Additional information was received from sales department on nov. 13th 2017 : patient had very sclerotic bones and surgeon choose directly to use starter awl. Although starter awl was used, the first anchor wasn't impacted properly. Implant holder detached from cage. That is when surgeon saw that cage was broken. Surgeon proceeded to cage ablation, beginning by retrieving the plate (thanks to ablation hook). Cage was then retrieved without difficulty. It was reported on nov. 16th. 2017 that starter awl was used before implantation of the first cage (that broke and was removed) and also before implantation of the second cage (that was successfully implanted). Other additional information was received on dec. 08th. Dec 2017 from sales department: this case was a 2-level- surgery. Product return is expected to complete the investigation and to determine the root cause of that event. This will be subject to a medwatch follow-up report.